Event description:
It was reported that the patient presented to the hospital after falling due to syncope. Interrogation revealed that lead impedance was greater than 2000 ohms, threshold was greater than 2.5 v and there was intermittent capture in the bipolar configuration. As the unipolar impedance was 284 ohms and threshold was 0.5 v, the ventricular polarity was changed to the unipolar configuration.

Manufacturer narrative:
Na